Manufacturer narrative:
The investigation for the low pump flow has been completed. Clinical details states that suction alarms occurred when ECMO weaning. No product and data were returned. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced device malpositioning and low pump flow. The patient would later expire. The patient was status post coronary artery bypass graft (CABG) surgery x 3 vessels one day prior to the impella cp implant. CABG, there was a left internal mammary artery and obtuse marginal artery lima and om graft failure, poor targets, and ejection fraction was reduced from 55-60% pre-operative to 20-25% post operative. The decision was made to do high-risk percutaneous coronary intervention with the impella cp mcs for recovery. The patient had severe disease in the left main, left anterior descending and left circumflex arteries. The impella cp was successfully implanted, and percutaneous coronary intervention was completed to the three vessels, the patient remained stable throughout the procedure and was transported to the unit on impella mcs in critical condition. The next day venoarterial extracorporeal membrane oxygenation (va ECMO) with impella cp mcs was planned and placed with perfusion sheaths to the lower legs. Four days later, it was reported there was a brief suction event in the morning of said day after repositioning the patient. The patient remained on ECMO with flows of 4.5-5.5 liters per minute. There were occasional placement in aorta alarms as the morning continued. Motor current remained pulsatile. With simultaneous ramp trial, bedside transthoracic echocardiogram showed deep position with pigtail in capillary muscle although images suboptimal due to body habitus. There was decoupling of waveforms when performance level was increased with ECMO flow reduced. The device was repositioned pulled back in 0.5-1.0 increments to a depth of 4.02 centimeters across the aortic valve and approximately 10 minutes after repositioning, impella position in aorta alarm presented despite no movement from the patient. Waveforms and images were reviewed, discussed and it was noted the impella cp pump position appeared to be shallow. The decision was made not to reposition again but rather disable the alarm. The risk of disabling the alarm was discussed with the physician and it was suggested to closely monitor pulmonary artery catheter waveforms, urine output, motor current, and vasopressor requirements. Additionally, it was further reported on this same day, the patient started having a gastrointestinal (gi) bleed. Platelets were low and heparin-induced thrombocytopenia panel was sent with negative results. All anti-coagulation was stopped. An endoscopy was completed and revealed an upper gi bleed from an active ulcer. Cautery was performed by the gastroenterologist and several blood products had been given since the start of the bleed. It was noted the physician did not attribute any of the patient¿s bleeding to the impella cp device, and of note, there was no heparin in the impella purge system. One day later, ECMO was weaned down with impella cp increased with decannulation and escalation to an impella 5.5 planned for the next day. The next day, the patient lost all pulsatility and continued to ooze from nose, mouth, and triple lumen. Due to no pulsatility, the decision was made to go back up on ECMO and decrease impella. A discussion was made with the family and the patient continued ECMO and impella mcs with the decision to withdraw care instead of escalating to an impella 5.5. The patient expired the following day. The cause of death is unknown, not provided. There is not enough information to exclude the impella as an associated factor to the overall event outcome although [it should be noted] escalation was rejected, and care was withdrawn.